Event description:
The pt is pursuing a product liability claim arising out of the use of an orthopedic hip mfg by sulzer orthopedics, inc. (Renamed centerpulse orthopedics, inc. Then purchased by zimmer holdings). It was reported by the pt's counsel that the pt received an implant on (B)(6) 2001 and experienced pain.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As the pt has not been revised to date. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation and zimmer (B)(4) will close this case. (B)(4).